Manufacturer narrative:
(B)(4). The customer could not duplicate the alleged malfunction. Device passed extended self tests (est) customer inspected and investigation the device. Covidien was not authorized to service device.

Event description:
Customer reported that an 840 ventilator had shut-off by itself. The device was being used on a pt when event occurred. The pt was not harmed or injured as a result of the event.